Manufacturer narrative:
Product ID 3093-28, lot# v454099, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for 2014-(B)(6).

Event description:
It was reported that the patient¿s gynecologist found a mass on the patient¿s ovaries 1 month ago.